Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalised for injuries related to a fall. It was also reported the right ventricular (rv) lead had the following issues; dislodgement, high thresholds, loss of capture and low amplitude r waves. The lead became damaged during the revision attempt and low impedance was measured. The lead was removed and replaced. No further patient complications have been reported as a result of this event.